Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the subject catheter got bent and fractured. The subject device was replaced and the procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ updated. H4 ¿ manufacturing date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported "according to the medical report, during the thrombectomy procedure, the subject catheter showed significant bending after the rubble, including blood extravasation at that level. After replacement with another catheter, the procedure proceeded without incident." Additional information received from the customer indicated the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the catheter (subject device) was used in the medical procedure. However, the subject catheter got bent and fractured. The subject device was replaced and the procedure was completed successfully without any clinical consequences to the patient.